Manufacturer narrative:
Patient weight not available from the site. A medtronic representative went to the site to test the equipment. Testing revealed that the reported issue could not be replicated. The system then passed the system checkout and was found to be fully functional. A software investigation analysis was initiated to determine the probable cause of the issue through log analysis. Analysis found that the logs do not show any footswitch errors or footswitch click attempts. Analysis found that the analysis was inconclusive and probable cause was unable to be determined. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding navigation system during a functional endoscopic sinus surgery (fess) that the footswitch was not responding when attempting to trigger navigation. It was reported that manufacturer's representative was able to perform one registration and restarted and then the footswitch would not initiate. Entering the surgeon preference and altering the footswitch behaviour and a registration was attempted via hovering but was unable to initiate the registration as well. After multiple failed registration, another medtronic navigation system was used to complete the case. There was a delay of less than 1 hour. No known impact on patient outcome.